Event description:
Complainant alleged that while attempting to defibrillate a pt with electrodes, the device displayed a "no pads attached" message. The electrodes were then removed and reapplied to the pt. The device charged and discharged, however arcing from the electrode was observed. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrodes used during the event were discarded.